Manufacturer narrative:
(B)(4) 2015 - the additional information that was added including the follow up date, follow up number.

Event description:
Provider states 4 way valve is contaminated and not shifting, beds blown, pilot shuts down, check valve contaminated, switches not alarming.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be filed.

Event description:
Provider states 4 way valve is contaminated and not shifting, beds blown, pilot shuts down, check valve contaminated, switches not alarming.